Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Following a tibial nailing procedure, while placing the instrument back into the case, the instrument was discovered to have come apart. No pieces of the instrument were missing and there was no delay in the procedure.

Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that this event is not reportable, as no serious injury occurred and this malfunction has not been previously reported for having caused a serious injury. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. Device history records were reviewed and no discrepancies were identified. Review of the complaint history determined that no further action(s) is/are required as no trends were identified. Root cause was unable to be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.